Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting up. Review of log file shows flexvision monitoring initialization failed and confirmed the malfunction of mediawall. The fse replaced mediawall. After replacement of mediawall, system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.¿

Event description:
It has been reported to philips that system would not start-up properly. At start-up of the device, the equipment remains blocked on the table's count and the rest of the room did not work and the screen remains black during the entire start-up, the diod flashes were red on the screen. No harm has been reported to philips. Philips has started an investigation of the complaint.